Manufacturer narrative:
Device evaluation: the cold pixel phenomenon was confirmed during the case.

Event description:
It was reported that during an ablation procedure, blue pixels presented. It was noted that it was a short ablation and that the surgeon opted to not lay off the foot pedal. There were no serious injuries reported in relation to this event.